Event description:
Related manufacturer report number: 2017865-2022-39404 it was reported that the patient was present for follow-up. A review of stored electrograms revealed loss of left ventricular capture recorded by the implantable cardioverter defibrillator by the left ventricular lead. No patient symptoms or interventions were reported.

Manufacturer narrative:
Further information was requested but not received.